Manufacturer narrative:
There was/were 2 conclusion(s) eval code. There was/were 2 result(s) eval code. There was/were 1 conclusion(s) eval code. There was/were 8 conclusion(s) eval code. There was/were 8 result(s) eval code. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 10 reported events for q3 2017. There was/were 1 reported event(s) of device code break. There was/were 2 reported event(s) of device code crack. There was/were 1 reported event(s) of device code hole in material. There was/were 3 reported event(s) of device code defective item. There was/were 2 reported event(s) of device code failure to advance. There was/were 1 reported event(s) of device code foreign material present in device. There was/were 1 reported event(s) of device code material discolored.

Manufacturer narrative:
Corrected information, as follows: there was/were 1 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. There was/were 7 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 3 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. (B)(4).

Event description:
This report summarizes e2000003 10 reported events for q3 2017. There was/were 1 male, unknown age, 75kgpatient(s) with reported event(s) of device code break. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material discolored. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code hole in material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item.